Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Tandem usb cable and wall adapter were replaced to resolve the issue.